Event description:
End user was ambulating with crutches and was non-weight bearing on his left leg. He reported that the crutch tips wore through, he placed weight on his leg and his knee subsequently began to swell.

Manufacturer narrative:
End user was non-weight bearing on his left leg due to a tibial plateau fracture. While ambulating with crutches, he reported that the tips wore through and he slid, causing weight to be placed on his left leg. When the initial fracture was diagnosed, no surgical intervention was performed. After the incident with the crutches, he sought the opinion of a second surgeon who stated he needed surgery to repair the original fracture. The end user stated he did not know if the incident with the crutches was a contributing factor to his need for surgery. The sample was not returned for evaluation. No photos were sent. We have not confirmed a medline device was involved in the incident and a root cause has not been determined. However, in an abundance of caution, this medwatch is being filed.